Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 43 mg/dl and customer¿s other relevant blood glucose level was 175 mg/dl. The customer was treated with the juice and fruits. The customer declined troubleshooting. The insulin pump will not be returned for the analysis.